Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation"), device expulsion ("migration / migration of essure device location of device:coil migrated into the amniotic sac.") And pregnancy with contraceptive device ("pregnancy (with complications)") in a 26-year-old female patient (gravida 4, para 4) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went any essure confirmation test." And device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 ((B)(6) 2003; (B)(6) 2005;(B)(6) 2009; (B)(6) 2011.) And foetal death (at the beginning stage I lost the twin in 2009.). Concurrent conditions included hypertension. Concomitant products included duloxetine, lisinopril, risperidone and sertraline. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 14 days before insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge,") and vaginal infection ("vaginitis"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding(menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain") and pelvic pain ("pain"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). On (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced depression ("depression") and bipolar disorder ("bipolar"). In 2016, the patient experienced bacterial vaginosis ("vaginosis"). On an unknown date, the patient experienced anxiety ("anxiety"), menstrual disorder ("menstruation issues"), blood pressure abnormal ("blood pressure"), hormone level abnormal ("hormonal problem"), infection ("infection") and mood swings ("hormonal changes : mood swings"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral tubal ligation due to complications from the essure/ hysterectomy with salpingectomy) and surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, pregnancy with contraceptive device, allergy to metals, vaginal haemorrhage, menorrhagia, anxiety, depression, dyspareunia, blood pressure abnormal, hormone level abnormal, infection, mood swings, bacterial vaginosis, bipolar disorder, migraine, vaginal discharge, abdominal pain, dysmenorrhoea, fatigue and vaginal infection outcome was unknown and the menstrual disorder, headache and pelvic pain had resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, allergy to metals, anxiety, bacterial vaginosis, bipolar disorder, blood pressure abnormal, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy was noted in the product implant date which was reported as (B)(6) 2009 in pfs and (B)(6) 2011 as per mr. Essure coil migrated into amniotic sac concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: "depression, device dislocation, dyspareunia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation"), device expulsion ("migration / migration of essure device location of device:coil migrated into the amniotic sac.") And pregnancy with contraceptive device ("pregnancy (with complications)") in a 26-year-old female patient (gravida 4, para 4) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went any essure confirmation test." And device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 ((B)(6) 2003; (B)(6) 2005; (B)(6) 2009; (B)(6) t2011.) And foetal death (at the beginning stage I lost the twin in 2009.). Concurrent conditions included hypertension. Concomitant products included duloxetine, lisinopril, risperidone and sertraline. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge,") and vaginal infection ("vaginitis"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding(menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain") and pelvic pain ("pain"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). On (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced depression ("depression") and bipolar disorder ("bipolar"). In 2016, the patient experienced bacterial vaginosis ("vaginosis"). On an unknown date, the patient experienced anxiety ("anxiety"), menstrual disorder ("menstruation issues"), blood pressure abnormal ("blood pressure"), hormone level abnormal ("hormonal problem"), infection ("infection") and mood swings ("hormonal changes : mood swings"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral tubal ligation due to complications from the essure/ hysterectomy with salpingectomy) and surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, pregnancy with contraceptive device, allergy to metals, vaginal haemorrhage, menorrhagia, anxiety, depression, dyspareunia, blood pressure abnormal, hormone level abnormal, infection, mood swings, bacterial vaginosis, bipolar disorder, migraine, vaginal discharge, abdominal pain, dysmenorrhoea, fatigue and vaginal infection outcome was unknown and the menstrual disorder, headache and pelvic pain had resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, allergy to metals, anxiety, bacterial vaginosis, bipolar disorder, blood pressure abnormal, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy was noted in the product implant date which was reported as (B)(6) 2009 in pfs and (B)(6) 2011 as per mr. Essure coil migrated into amniotic sac concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: "depression, device dislocation, dyspareunia". Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet received. Events added: dysmenorrhea (cramping), pain, fatigue, she didn¿t went any essure confirmation test. Concomitant conditions and drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), embedded device ("embedded with the myometrium"), device expulsion ("migration / migration of essure device location of device:coil migrated into the amniotic sac."), pregnancy with contraceptive device ("pregnancy (with complications)") and bipolar disorder ("bipolar") in a 26-year-old female patient (gravida 4, para 4) who had essure (batch no. 664443) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went any essure confirmation test." And device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 (B)(6)2003; (B)(6)2005;(B)(6)2009;(B)(6)2011.) And foetal death (at the beginning stage I lost the twin in 2009.). Concurrent conditions included hypertension. Concomitant products included progesterone since june 2015 for bleeding as well as duloxetine, lisinopril, risperidone and sertraline. On (B)(6)2009, the patient had essure inserted. On (B)(6)2010, 14 days before insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6)2010, the patient experienced vaginal discharge ("vaginal discharge,") and vaginal infection ("vaginitis"). On (B)(6)2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2010, the patient experienced menorrhagia ("abnormal bleeding(menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2010, the patient experienced abdominal pain ("abdominal pain") and pelvic pain ("pain"). On (B)(6)2010, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). On (B)(6)2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6)2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6)2014, the patient experienced depression ("depression") and bipolar disorder (seriousness criterion medically significant). On (B)(6)2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In 2016, the patient experienced bacterial vaginosis ("vaginosis"). On an unknown date, the patient experienced anxiety ("anxiety"), menstrual disorder ("menstruation issues"), blood pressure abnormal ("blood pressure"), hormone level abnormal ("hormonal problem"), infection ("infection") and mood swings ("hormonal changes : mood swings"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, pregnancy with contraceptive device, allergy to metals, vaginal haemorrhage, menorrhagia, anxiety, depression, dyspareunia, blood pressure abnormal, hormone level abnormal, infection, mood swings, bacterial vaginosis, bipolar disorder, migraine, vaginal discharge, abdominal pain, dysmenorrhoea, fatigue and vaginal infection outcome was unknown and the menstrual disorder, headache and pelvic pain had resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, allergy to metals, anxiety, bacterial vaginosis, bipolar disorder, blood pressure abnormal, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, headache, hormone level abnormal, infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy was noted in the product implant date which was reported as (B)(6)2009 in pfs and (B)(6)2011 as per mr. Essure coil migrated into amniotic sac. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: "depression, device dislocation, dyspareunia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received. Reporter information updated. Essure start date updated from (B)(6)2009 to (B)(6)2009, removal date updated from (B)(6)2015 to (B)(6)2015. Event embedded device was newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation"), device expulsion ("migration / migration of essure device location of device:coil migrated into the amniotic sac.") And pregnancy with contraceptive device ("pregnancy (with complications)") in an adult female patient (gravida 4, para 4) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 ((B)(6) 2003; (B)(6) 2005;(B)(6) 2009;(B)(6) 2011.). In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines"), headache ("headaches") and abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and allergy to metals ("nickel allergy"). In 2015, the patient experienced vaginal discharge ("vaginal discharge,"). In 2016, the patient experienced bacterial vaginosis ("vaginosis"). On an unknown date, the patient experienced anxiety ("anxiety"), depression ("depression"), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)"), blood pressure abnormal ("blood pressure"), hormone level abnormal ("hormonal problem"), infection ("infection"), mood swings ("hormonal changes : mood swings") and bipolar disorder ("bipolar"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (bilateral tubal ligation due to complications from the essure/ hysterectomy with salpingectomy) and surgery (hysterectomy with bilateral salpingectomy.). Essure was removed in (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, pregnancy with contraceptive device, allergy to metals, vaginal haemorrhage, menorrhagia, anxiety, depression, menstrual disorder, dyspareunia, blood pressure abnormal, hormone level abnormal, infection, mood swings, bacterial vaginosis, bipolar disorder, migraine, headache, vaginal discharge and abdominal pain outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, allergy to metals, anxiety, bacterial vaginosis, bipolar disorder, blood pressure abnormal, depression, device expulsion, dyspareunia, fallopian tube perforation, headache, hormone level abnormal, infection, menorrhagia, menstrual disorder, migraine, mood swings, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy was noted in the product implant date which was reported as (B)(6) 2009 in pfs and (B)(6) 2011 as per mr. Did you experience any complications of your unintended pregnancy or delivery?: yes essure coil migrated into amniotic sac concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: "depression, device dislocation, dyspareunia". Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new event "abnormal bleeding(vaginal ), abnormal bleeding(menorrhagia), hormonal changes: mood swing, pregnancy (with complications), device ineffective, vaginosis, bipolar disorder, migraines, headaches, nickel allergy, vaginal discharge, abdominal pain" were added. Event dislocation changed to expulsion,date of insertion and removal were added. Historical conditions were added. New reporter and patient information were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), embedded device ('embedded with the myometrium'), device expulsion ('migration / migration of essure device location of device:coil migrated into the amniotic sac.') And bipolar disorder ('bipolar') in a 26-year-old female patient who had essure (batch no. 664443) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went any essure confirmation test." And device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 2003; (B)(6) 2005;(B)(6) 2009;(B)(6) 2011.), foetal death (at the beginning stage I lost the twin in 2009.) And blood pressure high. Concurrent conditions included hypertension. Concomitant products included progesterone since (B)(6) 2015 for haemorrhage nos as well as duloxetine, lisinopril, risperidone and sertraline. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), 14 days before insertion of essure. On (B)(6) 2010, the patient experienced the first episode of vaginal discharge ("vaginal discharge,") and vaginal infection ("vaginitis"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding(menorrhagia)"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain") and pelvic pain ("pain"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). On (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced depression ("depression") and bipolar disorder (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In 2016, the patient experienced bacterial vaginosis ("vaginosis"). On an unknown date, the patient experienced anxiety ("anxiety"), menstrual disorder ("menstruation issues"), infection ("infection"), mood swings ("hormonal changes : mood swings"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: vaginal, uti") and the second episode of vaginal discharge ("vaginal discharge") and was found to have blood pressure abnormal ("blood pressure") and hormone level abnormal ("hormonal problem"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, pregnancy with contraceptive device, allergy to metals, heavy menstrual bleeding, anxiety, depression, dyspareunia, blood pressure abnormal, hormone level abnormal, infection, mood swings, bacterial vaginosis, bipolar disorder, migraine, abdominal pain, dysmenorrhoea, fatigue and vaginal infection outcome was unknown and the vaginal haemorrhage, menstrual disorder, headache, pelvic pain, urinary tract infection and the last episode of vaginal discharge had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, allergy to metals, anxiety, bacterial vaginosis, bipolar disorder, blood pressure abnormal, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, infection, menstrual disorder, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: discrepancy was noted in the product implant date which was reported as (B)(6) 2009 in pfs and (B)(6) 2011 as per mr. Essure coil migrated into amniotic sac she had been treated for pain, bleeding, migration, bladder/urinary problems, perforation, injury. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: "depression, device dislocation, dyspareunia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: mr received. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), embedded device ('embedded with the myometrium'), device expulsion ('migration / migration of essure device location of device:coil migrated into the amniotic sac.'), pregnancy with contraceptive device ('pregnancy (with complications)') and bipolar disorder ('bipolar') in a 26-year-old female patient who had essure (batch no. 664443) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went any essure confirmation test." And device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 2003; (B)(6) 2005; (B)(6) 2009; (B)(6) 2011.), foetal death (at the beginning stage I lost the twin in 2009.) And blood pressure high. Concurrent conditions included hypertension. Concomitant products included progesterone since (B)(6) 2015 for haemorrhage nos as well as duloxetine, lisinopril, risperidone and sertraline. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), 14 days before insertion of essure. On (B)(6) 2010, the patient experienced the first episode of vaginal discharge ("vaginal discharge,") and vaginal infection ("vaginitis"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain") and pelvic pain ("pain"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced depression ("depression") and bipolar disorder (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In 2016, the patient experienced bacterial vaginosis ("vaginosis"). On an unknown date, the patient experienced anxiety ("anxiety"), menstrual disorder ("menstruation issues"), infection ("infection"), mood swings ("hormonal changes : mood swings"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: vaginal, uti") and the second episode of vaginal discharge ("vaginal discharge") and was found to have blood pressure abnormal ("blood pressure") and hormone level abnormal ("hormonal problem"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, pregnancy with contraceptive device, allergy to metals, menorrhagia, anxiety, depression, dyspareunia, blood pressure abnormal, hormone level abnormal, infection, mood swings, bacterial vaginosis, bipolar disorder, migraine, abdominal pain, dysmenorrhoea, fatigue and vaginal infection outcome was unknown and the vaginal haemorrhage, menstrual disorder, headache, pelvic pain, urinary tract infection and the last episode of vaginal discharge had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, allergy to metals, anxiety, bacterial vaginosis, bipolar disorder, blood pressure abnormal, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, headache, hormone level abnormal, infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: discrepancy was noted in the product implant date which was reported as (B)(6) 2009 in pfs and (B)(6) 2011 as per mr. Essure coil migrated into amniotic sac she had been treated for pain, bleeding, migration, bladder/urinary problems, perforation, injury. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: "depression, device dislocation, dyspareunia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event infections/infection (bladder/ urinary tract/vaginal), vaginal discharge added. Event outcome for pain changed to recovered. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression"), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia"), blood pressure abnormal ("blood pressure"), hormone level abnormal ("hormonal problem") and infection ("infection"). The patient was treated with surgery (underwent bilateral tubal ligation due to complications from the essure device). At the time of the report, the fallopian tube perforation, device dislocation, anxiety, depression, menstrual disorder, dyspareunia, blood pressure abnormal, hormone level abnormal and infection outcome was unknown. The reporter considered anxiety, blood pressure abnormal, depression, device dislocation, dyspareunia, fallopian tube perforation, hormone level abnormal, infection and menstrual disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.